Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported ventricular perforation and subsequent death were unable to be determined, but may have been due to procedural factors listed above and/or patient factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Lisko, john c., et al. "Antegrade intentional laceration of the anterior mitral leaflet to prevent left ventricular outflow tract obstruction: a simplified technique from bench to bedside." Circulation: cardiovascular interventions 13.6 (2020): e008903. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported via the article antegrade intentional laceration of the anterior mitral leaflet it was reported: one patient who did not survive to discharge underwent a successful repair of the lv perforation. During convalescence, the patient developed multiorgan failure and the family ultimately decided to withdraw care.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-12677.